Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been two other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure the posterior capsular wall was torn. The surgeon thinks a haptic was sharp and caused the damaged when lens was inserted into the eye. The wound was enlarged and the lens was removed and replaced with another lens that was placed in sulcus. Three sutures were used to close the incision. The event is resolved with good prognosis. Additional information was requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the multi-piece replacement lens case base. Blood and solution is dried on the lens. The lens was cleaned with lphse for further evaluation. One haptic has small nick/chips in the gusset and distal area. The optic is cut from the edge past center of the lens. The optic has a deep scrape mark and small split/cracks near the cut area. The damage is typical of insertion and removal. A dimensional inspection was conducted per the approved (plan view) template. No anomalies were observed. The reported front haptic area does not appear ¿sharp¿. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with the approved handpiece. The customer indicated the use of a qualified viscoelastic. The root cause for the reported complaint of ¿thinks that front haptic was sharp and it cut into posterior capsule¿ could not be determined. The front haptic area does not appear "sharp". The lens was cleaned with lphse for further evaluation. A dimensional inspection was conducted per the approved (plan view) template. No anomalies were observed. Lens damage was observed. The damage is typical of insertion and removal. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).